Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that the patient recently fell on his pump. Withdrawal symptoms started "about a week ago" and he was admitted to the hospital. Upon interrogation of the pump it was noted to be flipped in the pocket. The patient said it flips easily in the pocket after the fall. It was flipped back for a dye study. The hcp was unable to aspirate the catheter during the dye study and did not want to proceed any further. No actions/interventions were taken at the time. A report was sent to the patient's managing hcp. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.